Event description:
It was reported that device diagnostics testing resulted in high impedance (dc dc code 7). It was reported that the device was not programmed off after observing the high impedance reading. It was reported that the patient has not experienced a decrease in seizures with vns therapy. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.

Event description:
Programming history was received from the physician which indicates that the high impedance with dcdc = 7 and end of service = no was observed on (B)(6) 2013. The vns device was disabled on this date.

Event description:
Additional information was received the patient had her generator was turned off and x-rays were taken. The x-rays have not been provided to the manufacturer for review but were reported by the physical to be normal. The cause of the high impedance was unknown by the physician however he did note that the patient had very serious epilepsy and has approximately 150 epileptic seizures per day. These seizures include drop attack and as a result of the number and type of seizures there may have been some trauma related to that. The physician did not feel there was a clear indication of efficacy from vns and the physician feel the patient is a non-responder. There are no plans to have the generator or lead replaced. The patient¿s epilepsy is multifocal and progressive including loss of daily skills.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.